Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost eight months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's insufficient bone quality/quantity and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that almost eight months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's insufficient bone quality/quantity and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017253.